Event description:
A doctor reported experiencing footswitch problems before a cataract procedure. There was no patient involvement. The case was not performed. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).